Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
(B)(4). Device evaluation: 6fr cook sheath clamp was locked on outside of catheter. Attempts to remove the catheter with the clamp locked resulted in severe kinking of jacket and exposed fibers. No broken fibers were identified.

Event description:
Spectranetics turbo elite became stuck inside a 6fr cook sheath. The physician was unable to manipulate the device so removed the device and sheath and completed the procedure with another spectranetics turbo elite. There was no patient harm. Evaluation of the returned device revealed potential exposure to manufacturing materials and inadvertent exposure to laser energy with recurrence, which is the reason for this report.